Manufacturer narrative:
There are no reported injuries associated with this event. The reported symptom is attributed to the facility personnel failure to maintain training requirements and effectiveness of training regarding use of the system 83 plus and the reprocessing of an endoscope. The facility did come to recognize the lack of training based on an audit and proactively sought additional training on the system 83 plus. It was recognized during the training that the customer was utilizing the incorrect adapter connections and this may impact the effectiveness of any endoscopes that may have been previously reprocessed. The customer was retrained regarding use of the system 83 plus and the reprocessing of an endoscope. Additionally, the customer was provided the proper information (endoscope adaptation diagrams) and the proper adapters (for endoscopes in use at the site) for use with the system 83 plus. Custom ultrasonics inc. Is reporting this event out of an abundance of caution.

Event description:
While on site for staff training at a facility , during the training, upon inspection of the processing chamber, it was discovered that some adapters were not assembled to cui factory specifications and may have been used in prior reprocessing of an endoscope.